Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted on (B)(6) 2008. According to the complainant, the patient experienced vaginal irritation, itching, burning, pain while sitting, and painful intercourse (specifics unknown). Reportedly, erosion of the sling system through the vaginal wall was found on (B)(6) 2009 and revisionary surgery was performed on (B)(6) 2009 to partially remove the device (specifics unknown). Since the (B)(6) 2009 surgery, the patient has continued to experience vaginal irritation, itching, burning, pain while sitting and painful intercourse. All other information, including the patient's current condition, is unknown and reportedly unavailable.